Event description:
It was reported that a deep brain stimulation (dbs) patient developed an infection in the wound on the head along the lead pathway, following a lead and extension replacement procedure previously documented under report 3006630150-2026-03776. As a result of the infection, the patient underwent the explantation of the dbs system. Per the physician's assessment, the infection was not directly related to the devices but was prompted by the previous event where the wound reopened. The devices were discarded by the facility and will not be returned for analysis. Microbiological cultures identified the presence of serratia species, and the patient was subsequently initiated on antibiotic therapy. Postoperatively, the patient's condition has stabilized following medication adjustments, but due to the interruption of dbs therapy, the patient has experienced a recurrence of symptoms affecting motor function, specifically impaired mobility and bradykinesia. Reimplantation of the dbs system will be considered once the infection has been adequately resolved.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-1216. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: vercise genus r16 ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-4600-c. Serial number: n/a. Batch/lot number: 32697197. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI): (B)(4). Model number/catalog number: db-4600-c. Serial number: n/a. Batch/lot number: 36688965. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI) #: (B)(4).